Manufacturer narrative:
Section d4: UDI, expiration date, serial number, and lot number have been updated. Section d6a: date of implant has been updated. Section h4: manufacture date has been updated. Section a: patient identifier, age, and date of birth have been updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a: patient information was requested but was not provided. Section d4: device serial number was not provided, and expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that through the research article ¿the need for (less) squeeze? Disopyramide for adverse lv remodeling with long-term lvad support¿ that the heartmate 3 may be related to arrhythmia, heart failure exacerbation, partial obstruction, and suction events. Adverse left ventricular (lv) remodeling post-durable left ventricular assist device (lvad) implantation can result in a small lv chamber that impedes lvad function, exacerbates heart failure, and induces arrhythmia. A case study of a 40-year-old male with lamin a mutation associated with isolated lv dilation cardiomyopathy with normal right ventricular (rv) function underwent heartmate 3 implantation as a bridge to heart transplantation. About 24 months post lvad, the patient started having postural lvad low flow alarms (lfas). Lv end diastolic diameter (edd) had decreased and left ventricular ejection fraction (lvef) increased to 35% with normal rv size and function and no valvular dysfunction. Alarms increased to at least once every hour or weeks and even with extended silence, it severely impaired quality of life. There was no response to maximal beta-blockade, afterload reduction, or lvad speed adjustments. Calcium channel blockers resulted in dizziness. Lowering lvad speed resulted in more lfas and heart failure symptoms, whereas normal speed was associated with frequent suction events. Lvad thrombus was ruled out, and dynamic computed tomography ruled out lvad outflow obstruction and confirmed intermittent inflow partial obstruction by the adjacent myocardium. The patient was started on disopyramide as a negative inotrope, which was gradually up titrated to 200mg three times daily while monitoring their correct qt interval (qtc). There was no change in rv function or major qtc prolongation, with a decrease in lvef to 20% and complete resolution of the suction events. The patient remained on disopyramide with lvad flow of 4-4.5 l/min awaiting transplantation. In summary, disopyramide was an oral negative inotrope that can be safely used in lvad patients being bridged to heart transplantation with adverse lv remodeling that impedes lvad function. Specific patient information and device serial number were documented as unknown. The date of the event was entered as the same as published date (apr2024).

Manufacturer narrative:
Manufacturer's investigation conclusion: it was determined that this event did not meet the requirements of a complaint; however, this record will remain a complaint in epiq as an initial MDR (medical device report) has already been submitted to the united states food and drug administration. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.